Manufacturer narrative:
Additional information: h4: the lot was manufactured between november 9-13, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. The device only partially infused after being connected for over 46 hours. The device contained fluorouracil 3500 mg in 115 ml of sodium chloride. The device was connected via a PICC (peripherally inserted central catheter) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.